Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed under-sensing exhibited by the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable.